Manufacturer narrative:
Internal file number - (B)(4). Unique device identifier (UDI): the UDI is unknown because the part and lot numbers were not provided. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The whisper es instruction for use (IFU) instructs that all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). It is unknown if the deviation to the IFU contributed to the reported difficulty. The investigation was unable to determine a conclusive cause for the reported difficult to remove. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a 0.14 whisper guide wire was backloaded into the quartet left-heart pacing lead. The guide wire was then advanced with the no resistance felt to the selected coronary vein. The heart pacing lead was advanced over the whisper guide wire to the appropriate position overlying the left ventricle in the selected coronary vein. After positioning the lead, the guide wire could not be removed from the lead. The whisper guide wire and quartet left-heart pacing lead were removed from the anatomy as one unit. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.